Manufacturer narrative:
(B)(4). Batch # t5f00k. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an open pancreaticoduodenectomy, the knife moved forward all the way but did not return to home position at the 4th firing between the jejunums. The device was used for the billroth ii with braun anastomosis. The manual override lever was used to release the device since the knife reverse switch did not function. The surgeon commented that the motor sound became weaker gradually at the firing. It was found that the battery generated heat. Another device was used to complete the case. There were no adverse consequences to the patient. When the battery in complaint was loaded on the demonstration device after the event occurred, the demonstration device moved properly. There were no patient consequences. No further information is available.

Manufacturer narrative:
(B)(4). Batch # t5f00k. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with a gst60w cartridge reload loaded on the device. The cartridge reload was received fully fired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken with the switch actuator loose, which led to the device being unable to fire. No conclusion could be reached as to how the device become damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened without any difficulties noted. The battery pack has a drain feature that drains the pack within 24 hours of the procedure. Therefore, testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators.